Event description:
It was reported that during an unk procedure, the surgeon did not experience any device malfunction. The pt had to be brought back in for post-op complications and the pt expired.

Event description:
It was reported that during an unknown procedure, the surgeon did not experience any device malfunction. The pt had to be brought back in for post-op complications and the pt expired. There is no further information available.